Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were non-sustained oversensing episodes on the right ventricular (rv) lead and the rv lead was noted to be dislodged. X-ray was performed and confirmed the dislodgement. The rv lead was capped and replaced to resolve the event and the patient's condition was stable.